Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt. (B)(6).

Event description:
During a percutaneous transluminal angioplasty (pta) of the left superficial femoral artery (sfa), it was reported that the 4mmx25cm saber balloon catheter ruptured immediately after inflation, below 10 atmospheres (atm). The rupture was circumferential. The device was removed easily from the vessel and guidewire, but was not removed easily from the sheath and rotating hemostatic valve. The proximal inflation material of the balloon dismantled of the shaft and remained in the artery. The physician fixed the balloon piece against the vessel wall with a supera (abbott) stent. According to the affiliate, the inflatable part seemed not to be perfectly folded. Additionally, the physician noted some roughness when inserting and advancing the balloon over the guidewire and there was also resistance/friction noted while inserting the balloon through the rotating hemostatic valve. The device will be returned for analysis. There was no reported difficulty removing the product from the hoop, removing the protective balloon cover, removing the stylet, or any of the sterile packaging components. The device prepped normally. It is unknown what guide wire was used and if it was kept hydrated at all times. The lesion was moderately-to-highly calcified, but it is unknown if the vessel was tortuous. The rate of stenosis is unknown. The lesion was not a chronic total occlusion. The balloon had been inserted into the patient and inflated one time. There were no kinks noted on the device during or after use. There was no difficulty advancing the device through the vessel or crossing the lesion. It is not known if the catheter was ever in an acute bend. The balloon did not seem to "stick" to a stent during dilatation and the shaft did not burst. The physician's dictated summary/procedure log and procedural cd is not available for review.

Manufacturer narrative:
The product was returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The product was returned for analysis. The engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: during a percutaneous transluminal angioplasty (pta) of the left superficial femoral artery (sfa), it was reported that the 4mmx25cm saber balloon catheter (bc) ruptured immediately after inflation, below 10 atmospheres (atm). The rupture was circumferential. The device was removed easily from the vessel and guidewire, but was not removed easily from the sheath and rotating hemostatic valve. The proximal inflation material of the balloon dismantled of the shaft and remained in the artery. The physician fixed the balloon piece against the vessel wall with a stent. According to the affiliate, the inflatable part seemed not to be perfectly folded. Additionally, the physician noted some roughness when inserting and advancing the balloon over the guidewire. There was also resistance/friction noted while inserting the balloon through the rotating hemostatic valve. There was no reported difficulty removing the product from the hoop, removing the protective balloon cover, removing the stylet, or any of the sterile packaging components. The device prepped normally. It is unknown what guide wire was used and if it was kept hydrated at all times. The lesion was moderately-to-highly calcified, but it is unknown if the vessel was tortuous. The rate of stenosis is unknown. The lesion was not a chronic total occlusion. The balloon had been inserted into the patient and inflated one time. There were no kinks noted on the device during or after use. There was no difficulty advancing the device through the vessel or crossing the lesion. It is not known if the catheter was ever in an acute bend. The balloon did not seem to ¿stick¿ to a stent during dilatation and the shaft did not burst. The physician¿s dictated summary/procedure log and procedural cd is not available for review. The device was returned for analysis. One non sterile catheter saber 4mm x 25cm 150cm bc was returned. Per visual analysis a balloon separation was noted. The distal end of the balloon was not returned for analysis. The body shaft showed no damage. No other visual anomalies were noted. A leak test could not be performed due to the condition of the device. Per sem analysis the external surface revealed evidence of abrasion marks that could be related to the balloon burst. The internal surface did not reveal any evidence of damages. No other anomalies were found during the analysis. A device history record (DHR) review of lot 17201937 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The events reported by the customer as ¿balloon - out of shape¿,¿ guidewire lumen - resistance/friction¿ and ¿pta system-withdrawal difficulty-through guide/sheath¿ could not be evaluated due to the condition of the returned product, therefore they remain unconfirmed. The reported ¿balloon burst-at/below rbp (peripheral)¿ and ¿balloon separated-(peripheral)¿ were confirmed through analysis of the returned device. The balloon showed evidence of a circumferential burst and the balloon tip was not returned. The exact cause of the events could not be determined during analysis. Based on the information available for review, vessel characteristics (moderate to high calcification) may have contributed to the burst as evidenced by abrasions noted on the outer surface during analysis. According to the instructions for use, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. If resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.